Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. All information reasonably known as of 14-sep-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the tube was inserted, the cuff failed to inflate. Per additional information received on 13 sep 2017, the cuff was not pretested prior to insertion. There was no injury to the patient, no bleeding, tissue damage, or skin irritation. Another tube was used to intubate, with pre-test of the cuff prior to insertion. No further information has been provided at this time.

Manufacturer narrative:
The device history record for um6210xxx was reviewed and the product was produced according to product specifications. All information reasonably known as of 4-oct-17 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).